Manufacturer narrative:
The patients' demographics such as age, date of birth, sex, weight, ethnicity and race were not supplied. The beckman coulter field service engineer (fse) inspected the instrument and determined the alignments for the sample pipettor was causing carryover, and also there was a leak coming from the top seal of the precision pump. The fse confirmed proper alignments and replaced all pump seals and the pump belt. They performed alignments and made mechanical y adjustment on the pipettor wash station. They also replaced and checked the aspiration probes. They cleaned and inspected the wash valve and adjusted wash arm height. The rv sensor optics were also cleaned out and voltage adjusted due to errors observed while testing. After the service activities were performed, the fse verified proper system operation and returned the system to the customer. In conclusion, there is sufficient evidence to suggest the cause of the erroneous pth results is due to a hardware malfunction. Beckman coulter internal identifier: case (B)(4).

Event description:
The customer reported obtaining erratic parathyroid hormone (pth) results for three (3) patient samples on the laboratory's access 2 immunoassay system (serial number (B)(4)). The initial results were released from the laboratory as the patients were due to have surgery but were noted as preliminary as the laboratory was having issues with the quality control (qc) testing. There was no report of an injury or illness to the patient or change to patient care attributable to the output from the device in this event. Qc testing failed both prior and proceeding the generation of the erroneous patient results. A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument.